Event description:
Difficulties for draining the csf from the drip chamber to the collection bag. Necessary to open the patient line. Air bubbles rising form the drip chamber to the patient. Risk of pneumocephalus. Many incidents with the same lot number cplbpo. Change of device with a different lot number.

Event description:
On 5/14/2014, additional questions were asked in regards to complaint (B)(4), will the sample be returned? .it was noted that, "many incidents with the same lot number cplbpo." Were these complaints reported? If so, can you please provide me with the complaint numbers? On 5/22/2014, response from customer: the sample for (B)(4) will be returned for evaluation. The hospital has mentioned in the complaint form that they have noted many incidents with the lot number but only 1 complaint has been reported.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Device is under investigation.

Manufacturer narrative:
An eds iii was returned for evaluation. The investigation of the eds iii did not confirm the problem reported by the customer. The lot number is cplbp0, product code 82-1730. The eds iii was visually inspected; a hole (possibly needle hole) was noted in the filter found inside the drip chamber, the eds iii was set up as per IFU. The drip chamber was filled up to the 20ml mark with purified water. The same process was applied to a new eds iii. The system stopcock was closed on the complaint eds iii and the new eds iii. The drip chamber stopcocks were opened, both eds iii flowed and empted into the collection bag. The drip chamber stopcocks were closed and the system stopcocks were opened, both drip chambers started to fill up, no difference was noted between the complaint eds iii and the new eds iii. Review of the history device records confirmed the device conformed to the specifications when released to stock on the 14th october 2013. The root cause of the problem reported by the customer could not be determined, as the problem reported could not be duplicated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.